Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One ngage nitinol stone extractor was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the open position. The collet knob was tight and secure. The mlla (male luer lock adaptor) was finger tight. The pett measured 3.5 centimeters (cm) in length. A visual examination noted the support sheath is slightly bowed in appearance, which likely occurred during return of the device. The support sheath and the basket sheath are still adhered. A small kink was felt in the basket sheath approximately 56 cm from the distal tip of the basket sheath. The basket formation has a flat appearance and one of the wires has a loop in it. The handle does not actuate the basket formation unless force is applied and then it only partially closes. The wires in the basket formation have the appearance of being caught and pulled on something. The wire with the loop has been stretched to appear longer than the other wires. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on available information, a definitive root cause can not be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician used an ngage nitinol stone extractor via a flexible cystoscope at later stage of a percutaneous nephrolithotomy (pcnl) procedure. The basket of the device opened and closed fine prior to inserting into the cystoscope. The device was fed into the working channel of the cystoscope using the feeder device that is supplied with the device package. The physician deflected the cystoscope to reach the stones. The basket of the device functioned properly until this stage. However, shortly after the physician noticed that the basket wouldn't open and close properly. The physician removed the device out of patient¿s body via cystoscope and discovered that one of the loops was not moving freely within the prongs of the extractor as it would normally. The physician replaced the device with another ngage device to complete the intended pcnl procedure. No unintended section of the device remained inside the patient¿s body. No additional procedure was required due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.